Manufacturer narrative:
It was reported to abbott during a radio frequency surgery there was a problem with high temperature, not allowing the procedure to be completed. A simplicity ii ionic generator had been used. The surgery was cancelled. The probe was discarded. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a radiofrequency ablation procedure on (B)(6) 2024, the probe was overheating and patient experienced pain local. As a result, the procedure was aborted..